Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed since the original report was submitted. The device was not returned by the user facility for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus was not determined. Potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation."

Manufacturer narrative:
The impella device was discarded by the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/pos, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 30-year-old female with severe preeclampsia and concern for peripartum cardiomyopathy was implanted with an impella device for mechanical circulatory support. The team evaluated and found bi-ventricular failure. The patient had an emergent cesarean section. Upon extubation the patient went pulseless electrical activity, cardiopulmonary resuscitation was performed, placed upon extracorporeal membrane oxygenation, and an impella device via the right leg/femoral. The limb became ischemic and decision made to explant the impella device after 88 hours. Amputation was required of the left leg.